Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 2.5x28mm, 75% stenosed eccentric and progressive lesion being treated was located in the non-tortuous and non-calcified posterior descending artery (pda). The lesion was pre-dilated with a 2.0x30mm non-bsc balloon resulting in 40% post dilation stenosis of the pda. The physician advanced the 2.25x28mm promus element stent but encountered resistance advancing the device. Upon removal stent system was flushed and damage to the proximal struts was noted. The procedure was completed another promus element stent. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The distal half of the stent was stretched distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 2.5x28mm, 75% stenosed eccentric and progressive lesion being treated was located in the non-tortuous and non-calcified posterior descending artery (pda). The lesion was pre-dilated with a 2.0x30mm non-bsc balloon resulting in 40% post dilation stenosis of the pda. The physician advanced the 2.25x28mm promus element stent but encountered resistance advancing the device. Upon removal stent system was flushed and damage to the proximal struts was noted. The procedure was completed another promus element stent. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.